Event description:
According to the reporter, while monitoring pt for approx 5 minutes, the device lost power. No adverse affects to the pt were observed as a result of the alleged malfunction.

Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation observed. The device was returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.